Event description:
My st. Jude defibrillator suddenly without warning began to deliver inappropriate shocks within 30 seconds of each other. Despite having a st jude magnetic on hand due to three prior episodes of inappropriate shocks due to afib, the magnet only partially disabled the shocks (bad reed switch). In the 30 minutes before reaching hospital, I received two dozen inappropriate shocks. The ps lead within the riata lead had cracked producing non-physiological noise. A new ps lead was implanted. The old riata hv was left in service. Not sure of the new model installed after the incident. The original ICD was an atlas model implanted (B)(6) 2004 (B)(4). I believe this incident is not in maude. [Replacement ICD cd2211-36, (B)(4) implanted (B)(6) 2010]